Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Due to the item and/or lot were not provided, we are unable to determine the 510k. Infection. Method: the actual device will not be returned. No product eval can be performed. Without the finished good item/lot number, it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Infection is a known risk with any suture material. The most probable root cause for post operative infection and skin erosion cannot be determined with certainty without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished good lot. (B)(4). Item number and finished good lot number are unk.

Event description:
It was reported that "the 5 ml suture stratafix strand eroded through the pt's skin. The pt was put on antibiotics". (B)(4).